Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In late 2008, the patient reported that she must change her infusion site every 2 days rather than every 3 days due to elevated blood glucose. She stated that this began 2-3 months ago. Troubleshooting did not reveal any product issues. She stated that her blood glucose was currently 344 mg/dl and she bolused 2 units of insulin through her infusion device and she injected 60 units of symlin. She was sent information on infusion site management, an infusion site insertion device, and sample infusion sets. She was advised to speak with her physician. Upon follow up three days later, the patient reported that she began use of the sample infusion sets and she will continue to use these because her blood glucose results are the best with them. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.